Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while inserting the syringe needle tip into the cartridge. Another attempt was made and resistance was met. The issue was resolved by changing out the syringe needle for a new one. The cartridge was filled. There was no reported impact to blood glucose.